Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was used. Review of the event history log (ehl) did not record reported error. A visual inspection was performed, and the reported issue was duplicated. The cause of the reported issue was due to a degraded led flex. As a result, the led flex was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a flashing yellow light with no error message. No adverse patient effects were reported by the customer.